Event description:
It was reported that during a laparoscopic tubal procedure, tried to get clip down the device, pulled out and re-entered at which point the gasket came out from the device into the pt. The gasket was retrieved, but had to open the pt.